Manufacturer narrative:
Addendum added 12 jan 2017: this complaint is associated with the breakage of the red overmold on the adjust wheel of the attune femoral introducer. Visual inspection of the returned product confirmed the breakage. The material of the overmold is radel (ms-602 grade-02 (rd1) polyphenylsulphone). As an ongoing improvement, the material of the adjust wheel was changed from radel to avaspire per (B)(4) as a running change for future batches. Avaspire has increased resistance to esc (environmental stress cracking) than radel the root cause is attributed to product design. The complaint shall be closed with a justified conclusion. Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint states the red knob in the center of the femoral implant impactor/extractor broke off. The investigation could not confirm the complaint as no device was returned. The complaint reported no patient harm, no surgical delay and there is no indication that any part was left in the patient. This aligned with the pra ((B)(4)) which concluded that there is no potential patient harm or regulatory compliance non-conformity. This failure mode has been adequately assessed within the risk management for the instrument ((B)(4)). The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The red knob in the center of the femoral implant impactor/extractor broke off.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.